Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a boil under an ECG electrode. The boil was open and draining puss and blood. The patient removed the device. The patient's doctor prescribed the patient medication. There is no indication of a device malfunction that caused the irritation. Follow up indicated that the irritation had improved.